Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. No furhter information could be obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. No further information could be obtained despite good faith efforts.